Event description:
The rn shared with the ulthera practice manager photos of a recent patient having an injury that looked like some type of burn along with scabbing present on the mid-left side of her neck that apparently was a direct result from a recent ulthera treatment. According to the rn, the patient was treated (B)(6) 2013 and returned on (B)(6) 2013 when the pictures were taken. The patient was given a local block of lidocaine for the procedure (the ulthera technical bulletin released 2/1/2013 states that ulthera has no safety data to support treatment over lidocaine injection in facial tissue.